Manufacturer narrative:
Section b3 was estimated h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator displayed message ventilator inoperative and a background diagnostic code indicating ventilator had entered backup ventilation. After the patient had been removed from the ventilator the biomedical engineer (biomed) observed the ventilator displayed message ¿extended self test (est) never run" and found background diagnostic codes indicating inspiratory proportional (psol) stuck and pneumatic interface analog to digital converter failure. The ventilator was not made available to medtronic for evaluation. Biomed performed est and cleared the codes. It was informed that after the performance of the est, the unit was working normally. The cause of the reported entry into backup ventilation (buv) could not be established. However, based upon the codes reported by the customer, a potential cause of the reported event was due to a temporary difference between the gas source flow and that of the proportional solenoid valve (psol). The reported est never run message occurs by design after the ventilator enters buv until a successful est is performed. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator displayed message ventilator inoperative and a background diagnostic code indicating ventilator had entered backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. After the patient had been removed from the ventilator the biomedical engineer (biomed) observed the ventilator displayed message ¿extended self test (est) never run" and found background diagnostic codes indicating inspiratory proportional (psol) stuck and pneumatic interface analog to digital converter failure.